Event description:
Device 3 of 3. Related manufacturer reference number: 3006705815-2020-00651. Related manufacturer reference number: 3006705815-2020-00652.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Related manufacturer reference number: 3006705815-2020-00651. Related manufacturer reference number: 3006705815-2020-00652. It was reported during a lead revision on (B)(6) 2020 (please see MFR. Report#:3006705815-2020-00560 and 3006705815-2020-00561) the physician had difficulty inserting new leads due to scarring from previous surgeries. The procedure was therefore abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.